Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event. (B)(4).

Manufacturer narrative:
Evaluation of the returned device indicates the retreival basket was unable to close. The sheath was kinked at the tip of the black heat shrink and the handle cannula was separated from the pinch vise inside the handle. Based on the available information and the pinch vise failure, the most probable root cause for this complaint is manufacturing. It is also noted that a basket failing to close during preparation is not a medwatch reportable condition.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire/helical basket was used for an unknown procedure performed on (B)(6), 2009(patient age, gender, and weight are unknown). According to the complainant, the retrieval basket was found to be "broken" when opening the package during preparation for the procedure. The exact nature of the damage to the device is unknown. The complaint reporter indicated no additional patient or event information is available.

Manufacturer narrative:
The most probable root cause for this complaint was changed from "manufacturing" to "handling damage." The devices are functioned after manufacturing, making it most likely the sheath was damaged during subsequent use and handling.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire/helical basket was used for an unknown procedure performed on (B)(6), 2009 (patient age, gender, and weight are unknown). According to the complainant, the retrieval basket was found to be "broken" when opening the package during preparation for the procedure. The exact nature of the damage to the device is unknown. The complaint reporter indicated no additional patient or event information is available.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a gemini stone retrieval paired wire/helical basket was used for an unk procedure performed on (B)(6)2009. According to the complainant, the retrieval basket was found to be "broken" when opening the package during preparation for the procedure. The exact nature of the damage to the device is unk. The complaint reporter indicated no additional patient or event information is available.